Manufacturer narrative:
Device evaluated by MFR the pcba bi31000169 battery charger 1 (s/n (B)(4) was returned and a visual/physical examination was performed. The analysis confirmed the reported issue "unable to perform gain calibration." Unable to bench test due to component is electrically over stressed. The pcba bi31000170 battery charger 2 (s/n (B)(4) was returned and a functional testing, performance testing and visual/ physical examination were performed. The analysis was unable to confirm reported "unable to perform gain calibration." Charger 2 board passed functional output test. Installed charger board on o-arm system 267 and the system functioned as expected. Motion, 2d and 3d imaging were as expected as were gain cals. Visual inspection noted led's light as expected; however, board has leaking capacitors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that charger boards 1 and 2 were replaced. The x-ray batteries and motion batteries were also replaced. The imaging system then passed the system checkout and was found to be fully functional. The batteries were discarded and not returned for analysis. The charger boards have been received by the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging device being used outside of a procedure. It was reported that the system was not completing gain calibration. There was no patient involvement. Additional information was received that during the system checkout, a power issue was found coming from charger 1 and 2 board. The boards did not have enough power, causing the batteries to go bad. It was suspected that the system being unable to complete gain calibrations was due to a power issue.